Event description:
Rn was administering blood glucose testing with bayer lancing device and lancet. Lancet is supposed to have safety feature whereby needle inside retracts and remains recessed after activation. Rn had device in their hand and needle inside punctured their finger, needle was not recessed at the time.